Event description:
It was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully reloaded the existing cartridge to resume insulin therapy. Reportedly the customer is also using off label insulin u-200. Customer was informed of the off label usage. There was no reported adverse impact to the customer's blood glucose level.